Event description:
Post bronchoscopy patient complains of voice being hoarse, afebrile, productive cough, small amounts of brown sputum for 3 days. Primary care physician was notified by bronchoscopist. Patient was treated with oral antibiotics for one week; symptoms were resolved.